Manufacturer narrative:
D4: UDI: the manufacturing date and expiration date are currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro and observed a tear in the inner plastic bag. It was confirmed when trying to open the catheter. Replaced the qdot micro catheter to another new one and the procedure was continued. The procedure was completed without patient's consequence. Additional information was received. The device was not used on the patient. It appeared that the package had not been opened. The integrity of the sterile packaging had been compromised. There was a scratch on the package in the position corresponding to the dial on the handle. The inner bag appeared to be torn by turning the dial on the handle. There was no physical damage to the outer box or packaging. The packaging was discarded at the hospital.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with qdot micro and observed a tear in the inner plastic bag. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-jan-2025. Following j&j medtech procedures, a visual inspection was performed. Visual inspection revealed no damage or anomalies on the device. No further analysis could be performed, as the original package/pouch was not returned. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The instructions for use states: "the sterile packaging and catheter should be inspected prior to use. Do not use if the packaging or catheter appears damaged." As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. D4. Primary UDI number, d4. Expiration date and h4. Device manufacture date have been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).